Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed battery cycle 22.0 received the low battery alert (104) on 05/09/2026 20:57:00 after more than 7 days at 16.46 days. Battery cycle 5.0 received the low battery alert (104) on 04/22/2026 23:38:00 after more than 7 days at 15.76 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. These alerts are expected and occur during normal pump operation. However, pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on the electronic assembly pcb1 board.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads - cracked, stained keypad overlay. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. However, moisture damage was noted at pcb1 board. Confirmed cosmetic damage at battery compartment. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer observed blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer called back after receiving a new battery cap. Customer inserted a new battery with the new cap but display did not return. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Damage was located at the battery tube side and it affected the pump functionality. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.